Manufacturer narrative:
The autopulse li-ion battery was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse li-ion battery (sn (B)(4)) was inserted in the autopulse platform; however, the platform was unable to power on. Following this, the user immediately exchanged to another battery which resolved the issue. The platform was able to provide compression with no further issue reported. The length of delay was not specified. No known patient consequence was reported. The battery (sn (B)(4)) was further tested at the station and was unable to charge in the autopulse multi chemistry charger. No led was observed on the battery status indicator following the charging attempt.

Manufacturer narrative:
The reported event was reproduced during functional testing of the autopulse lithium ion battery (sn (B)(4)) and confirmed during archive data review. The autopulse battery is a reusable device and was manufactured on apr 2013. It has exceeded its expected service life of 3 years and is approaching its end of life of five years old. The battery was received with no physical damage and no led illuminated on the battery status indicator. This indicates that the battery is either disabled or battery charge has been totally depleted. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. After the charging attempt, the battery status indicator was checked, the battery displayed a flashing red led. This indicates that the battery has exceeded its life expectancy of three years and had failed either the performance test or the test cycle in the mcc. The battery could not be used and should be properly disposed. Review of the retrieved archive data revealed the battery was last charged successfully on (B)(6) 2017 and was last used in the autopulse platform on (B)(6) 2017. On (B)(6) 2017 to (B)(6) 2018 (end of the archive data), multiple field effect transistor (fet) test and other battery errors were recorded, confirming the reported event.